Event description:
During the index procedure, one endeavor sprint drug eluting stent and one non mdt stent were implanted in the lcx, devices were successful. Same day as the index procedure the patient suffered acute cerebral infarction. This was treated with medication. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.